Event description:
Caller reported that on (B)(6) 2013 at approximately 05:00 am, his advantage system blood glucose value was 143 mg/dl. He had no symptoms of hypoglycemia. He took 70 units of lantus insulin and 500 mg of metformin and went to take a shower. The next thing that he remembers is awakening after being given intravenous glucose by the emts who had been called by his wife when she found him unconscious in the shower at about 05:30 am. He started to feel better within about 5 minutes. The emt system glucose value was 25 mg/dl. The customer's strips expired (B)(6) 2012. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.